Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 201, product type: lead. Product ID: 435135, serial# (B)(4)implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The healthcare provider (hcp) reported that the patient claimed that the stimulator was not working and it had not worked correctly since implant. Additional information received from the hcp reported that the use of gastric pacemaker for vagotomy and intrathoracic stomach after esophagectomy did not result in increased gastric motility. The patient experienced ongoing nausea. It was noted that this was used in a non-standard gastroparesis patient. Relevant medical history included gastric stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.